Manufacturer narrative:
Additional information provided in b.5. And h.11. Additional information has been received and indicated that loading difficulties during loading with confirmed no patient contact. Based on this information this event no longer meets reporting criteria per applicable regulation, because there is no evidence of a life threatening injury/illness or permanent impairment/damage, there has been no medical or surgical intervention to preclude permanent impairment/damage and the information provided does not represent a product problem that is likely to cause the above-mentioned events if the product problem were to recur. The event is understood as being associated with priming the device and is considered prior to use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received and stated that the event occurred during the loading. There was no patient contact with the iol.

Manufacturer narrative:
A product was not returned for analysis. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported with a description of loading difficulties with defective lens was encountered. The lens was not implanted and was replaced. The patient was not affected. Additional information has been requested. There are two medical device reports associated with this complaint. This is 2 of 2.